Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer addressed the occlusion alarms by disconnecting at the infusion site and reconnecting, then subsequently resuming insulin delivery. System check could not be performed as the occlusion occurred in the past.